Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap and can rotate within the metal cap. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber overheated and standby" at 42,146 joules and 06:00 minutes of usage. The fiber was exchanged and the second fiber exhibited "fiber over heated." The procedure was completed by alternate procedure "bi-polar resection." Patient outcome: "no injuries to the patient" was reported. This report is for the second fiber.